Event description:
It was reported that the patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment was not reported. The patient switched from pd therapy to hemodialysis. The patient was later discharged from the hospital. Outcome of peritonitis was not reported. During the follow up, the nurse reported that the patient had a surgical procedure but they were not sure which procedure or whether the patient had to be admitted to the hospital to have it performed. The nurse thought it might have been to have the pd catheter removed. The outcome of the peritonitis was unknown and the nurse declined to provide additional information. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd894402 and gd894881 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).